Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2654 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "it was identified return of the medication in the opposite path of catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "it was identified return of the medication in the opposite path of catheter." Additional information received: there was no harm to the health professional, but the patient had to perform a new PICC insertion. There was no need for medical intervention. There was no exposure to blood or chemotherapy to the mucous membranes. Antibiotics and parenteral nutrition were infusing at the time of the incident. During the night, the medical team instructed to perform an alcohol lock on the catheter, the physician was instructed not to perform an alcohol lock. The product was discarded and is not available to return for evaluation. The catheter was inserted in the right upper limb and secured with statlock on (B)(6) 2022. The catheter was removed on (B)(6) 2022. The patient was receiving hemodynamic treatment and volume surveillance. Patient with a history of palliative total gastrectomy for obstructive gastric cancer in the pylorus with regional lymphadenectomy and anastomosis. No concomitant therapy.

Event description:
It was reported "it was identified return of the medication in the opposite path of catheter." Additional information received: there was no harm to the health professional, but the patient had to perform a new PICC insertion. There was no need for medical intervention. There was no exposure to blood or chemotherapy to the mucous membranes. Antibiotics and parenteral nutrition were infusing at the time of the incident. During the night, the medical team instructed to perform an alcohol lock on the catheter, the physician was instructed not to perform an alcohol lock. The product was discarded and is not available to return for evaluation. The catheter was inserted in the right upper limb and secured with statlock on 04/25/2022. The catheter was removed 04/27/2022. The patient was receiving hemodynamic treatment and volume surveillance. Patient with a history of palliative total gastrectomy for obstructive gastric cancer in the pylorus with regional lymphadenectomy and anastomosis. No concomitant therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "it was identified return of the medication in the opposite path of catheter." No other information was provided.